Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The pod was received in the not deployed state. The slide insert and linkage assembly were observed to be in the not deployed position. The cannula was not visible through the bottom housing window. The original downloaded data indicated high pulse widths with drive stalls. The downloaded data indicated that the pod completed both first and second prime. Due to the drive stall, first prime was shorter than expected. This resulted in the needle mechanism being unable to fire after second prime was completed. The pod was rerun. The rerun data indicated no timeouts or drive stalls, indicating the pod was functioned as intended. Inspection of the pod found no damages or deficiencies that would result in the drive stall.